Event description:
A healthcare professional reported that the handpiece did not seem to be building up enough suction power during surgery. Add'l info has been requested.

Manufacturer narrative:
The phaco handpiece was returned and a visual assessment revealed no visual nonconformities or issues. A fingernail was firmly pressed into the surface of the phaco handpiece cable jacket to inspect for cable degradation and no penetration occurred. The phaco handpiece was tested and passed all testing. The disassembly of the phaco handpiece was not performed as the phaco handpiece will be returned to the customer. A review of the phaco handpiece data info did not reveal any recent issues related to the customer reported event. A review of complaints for the last (B)(4) did indicate two add'l similar reports for this phaco handpiece. The root cause cannot be determined conclusively. (B)(4).